Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. No specific lot number was provided, therefore, no DHR review could be performed. Investigation summary: neither sample nor image was provided for evaluation. In this case the vessel condition was not difficult, the lesion was pre / post dilated, and 9f introducer with 0.035 guidewire were used for access. Slack removed before deployment, and the introducer secured against moving; the system gently held at the stability sheath during deployment and kept stationary. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure for regular deployment, in particular the instruction for use state: remove slack from the stent system held outside the patient and gently hold the stability sheath and maintain it straight and under tension (...). Do not hold or touch the dark moving sheath during stent release (...). Regarding access/ accessories the IFU state: 8f introducer for stent diameters of 10 mm and 12 mm. 9f introducer for a stent diameter of 14 mm. 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm. 0.035 inch (0.89 mm) diameter guidewire. Regarding pta the instruction for use state: predilatation of chronic lesions with a balloon dilatation catheter is recommended, and post stent expansion with a balloon dilatation catheter is recommended. The instruction for use further states: recrossing a partially or fully deployed stent with adjunct devices must be performed with caution. A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. Stent occlusion/ thrombosis was found mentioned under potential adverse events that may occur. G3, h6 (patient. Method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo via femoral vein. It was reported that post placement angiography showed no outflow, and it was revealed that the venovo placed on the proximal side was extravascular. A surgical procedure was performed and the venovo placed extravascularly was removed. An ultrasound performed the following day confirmed persistent occlusion. The patient was treated in the ICU and discharged one week later.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using venovo via femoral vein. It was reported that post-placement angiography showed no outflow, and it was revealed that the venovo placed on the proximal side was extravascular. A surgical procedure was performed and the venovo placed extravascularly was removed. An ultrasound performed the following day confirmed persistent occlusion. The patient was treated in the ICU and discharged one week later.